Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged prior to use. The device was not used on the patient. No additional event or patient information is available.